Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the subject device adhesive on the footswitch connector was peeled off. There was no patient involvement.